Manufacturer narrative:
Tracking #.50279. D6: device returned with no lot ID. H6; broken staples. The analysis results confirmed that the instrument was returned non-functional. The instrument was returned with two broken staples. The staples hardness was tested and the first staple was found to be within design spec, however, the second staple was below spec. The distal assembly was dissected and examined with a 20x microscope. Stress marks were noted on the staple, end effectors, and in the pushrod hole area. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and we have documented the reported circumstances and analysis results. This complaint was originally reported as an rpo "record purpose only."

Event description:
It was reported during a laparoscopic cholecystectomy the wire operating jaws of grasper broke rendering the device useless. Used new grasper to finish case. Not sure if it fell into patient or fell off outside of paitent. There was no consequence to the patient.